Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds during an implant. The ra lead was difficult to place. The ra lead was moved twice and waited to see if it would get better measurements. It was needed to move it again and the helix was unable to extend. It was assumed that the ra lead had softened so much, it was having a hard time transferring the torque. The ra lead was removed and replaced. No adverse patient effects were reported.